Event description:
The pt was tested and his blood glucose result was 452mg/dl on accu-chek inform system 1 (#uj48016607). He was given 20 units of humalog. The pt became unresponsive sometime after the humalog dose. Three hours and 9 minutes later, the pt had a reported lab result of 22mg/dl (lab collection time unk), not treated based on result. One hour and fourteen minutes after the reported 22mg/dl result, the pt's blood glucose result was 40mg/dl on accu-chek inform system 2 (#uj48016743). The pt was treated with d50 (unk dose) sixteen minutes after the 40mg/dl result. The pt's blood glucose results increased afterward. New system sent and return requested.